Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com one device was received for evaluation. Visual inspection revealed no physical damage. Event history log confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Furthermore, the recorded usage confirmed that the remaining volume was in close agreement with the reported 60ml. Functional testing could not replicate the reported issue; the accuracy was within specification. The root cause could not be determined as there was no problem with the pump accuracy; however, may have possibly been due to the cassette or circuit products. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device under-delivered medication. Per the reporter, the 100ml cassette was supposed to run out but there was approximately 60ml left. No adverse patient effects were reported by the customer.